Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight and ethnicity: unknown/ not provided. Explant date: not applicable, as lens was not explanted. Initial reporter telephone number: (B)(6). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a plastic residual which entered the eye with the pcb00 lens at implant. Surgeon thought it came off from the pcb00 injector. The material was removed with irrigation aspiration (I/a). There was no indication of further intervention. No additional information provided.